Event description:
It was reported the patient experienced pain increase. Upon evaluation of the patient's scs system the measurement of the impedance was high. Reprogramming was not possible. Consequently, surgical intervention was taken, the patient's scs lead was replaced and the issue was resolved.